Event description:
It was reported that during a hand arthroscopy the device damaged itself when activated resulting in metal shavings. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged, sabre, sj, 3.0 mm x 7 cm, ar-7300sr, batch 15046758, was received for investigation. - visual evaluation, under a magnifier, noted damage on the edges of the outer tip. Abrasion marks were also evident on the inner tube. - functional testing noted that the device functioned as intended without producing debris. -the most likely cause for the observed condition is the application of excessive forces/side-loading on the device during use. - dfu-0215-eo; f-7 indicates that "excessive side-loading" can thus cause irreversible damage to the device and produce metal shavings. -refer to investigation photos. - the complaint allegation that the device is damaged is confirmed.